Manufacturer narrative:
The biomedical engineer (bme) reported that there was a power loss due to ups powering down causing an ungraceful exit of the central nurse's station (cns). The event happened at 12:00pm. The biomed power cycled the cns several times but stays stuck on splash screen and checked the network cable. Nihon kohden technical support (tech support) troubleshooted with the customer. Power off the cns. Remove hdd1 in slot 0. Take hdd2 and insert into slot 0. Reboot the cns - successfully boots to cns application. Next: power off the cns. Insert hdd originally in slot 0, to slot 1. Reboot the cns - successfully boots to cns application. No errors displayed and issue was resolved. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that there was a power loss due to ups powering down causing an ungraceful exit of the central nurse's station (cns). The event happened at 12:00pm. The biomed power cycled the cns several times but stays stuck on splash screen and checked the network cable. Nihon kohden technical support (tech support) troubleshooted with the customer. Power off the cns. Remove hdd1 in slot 0. Take hdd2 and insert into slot 0. Reboot the cns - successfully boots to cns application. Next: power off the cns. Insert hdd originally in slot 0, to slot 1. Reboot the cns - successfully boots to cns application. No errors displayed and issue was resolved. No patient harm was reported.